Manufacturer narrative:
Unit was received with minor scratched display window. Unit was also received with cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, and missing reservoir tube o-ring. The test reservoir did not lock properly inside the reservoir tube.

Event description:
The customer reported via phone call that the reservoir compartment was missing a portion of the lip and the o-ring was missing. When she screwed the reservoir in, it was loose. Customer's blood glucose level was 143 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.